Event description:
It was reported that the drain line on a cassette set was missing its pull ring cap. The issue was noticed prior to use when the cassette was removed from the shipping container. There were no damages to the shipping container or the over pouch the cassette was in. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. Functional testing was performed which included leak testing, clamp function testing, clear passage testing, and device-device interaction testing. All functional tests passed. Visual inspection by the naked eye and magnification revealed that the blue ring cap on the drain line was missing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the cause of the reported issue was undetermined. Should additional relevant additional information become available, a supplemental report will be submitted.